Event description:
The manufacturer was notified on (B)(6) 2014 that mitroflow valve (lxa size23) was explanted after 5 years and 11 months due to rearly degeneration with calcification. The valve was explanted and a new biological valve was implanted (trifecta) size 21.

Manufacturer narrative:
Result: the results of the investigation are summarized in the attached technical report. Conclusion: this mitroflow valve was explanted after 5 years and 10 months due to a prosthetic calcification. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth also contributed to stenosis. Aortic insufficiency likely resulted from leaflet tears and inadequate leaflets coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's risk factors (e.g. Obesity, diabetes, smoking and aortic stenosis) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on 24 july 2014 that mitroflow valve (lxa, size23) was explanted after 5 years and 10 months due to early degeneration with calcification.

Manufacturer narrative:
The device history records showed that the valve met all the criteria at the time of manufacturing and release.